Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing,'does not detect open door' was reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be I/o pcb to have corrosion on the communication connectors between the input/output printed circuit board (I/o pcb) and processor pcb. Replacement of I/o pcb and processor pcb is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize the open door during testing in the biomed service department. There was no patient involvement. No additional information is available.